Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was at home and appeared to have lost power while connected to the power module (tethered support). The pt's spouse reported finding the pt unconscious with a yellow wrench alarm on the power module. The pt regained consciousness and was stable after being reconnected to battery power. The pt's power module pt cable, system controller and power module were replaced. The pt remains ongoing on lvad support and no further issues have been reported.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt patient cable (lot # 35177070712; MFR date 03/2013) is not known to the MFR as the patient cable is not labeled for single use. The equipment that was exchanged at the time of the event has been returned to the MFR and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.